Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the tip of the thoracic probe was bent. There was no patient present when this issue was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the instrument could not be verified and used because of the bent tip. It was reported that the cause was not known.

Manufacturer narrative:
Additional information:the probe was returned to the manufacturer for analysis. Analysis found that the tip of the returned probe was twisted. There were also impact marks at the back end causing fit issues with the mating tracker. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.